Event description:
Boston scientific received information that this device was explanted. An allegation of premature battery depletion as a result of increased left ventricular (lv) thresholds was noted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.